Manufacturer narrative:
The device was returned for analysis. The reported resistance during plunger deployment was not confirmed. The suture detachment was not confirmed because the suture was not returned. Resistance during plunger removal could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 4012 removed.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transluminal aortic valve implantation (tavi) procedure. Reportedly, the proglide plunger was pushed in with resistance and retracted heavily. There was resistance when pulling the suture which broke. A second proglide suture was successfully replaced. A third proglide plunger and suture experience the same result as the first proglide. A fourth proglide suture was successfully replaced. The sheath was upsized and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.